Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized twice before the hospitalization in (B)(6) 2014 for high and low blood glucose levels. The customer had issues regarding changes that the patient had made in the settings of their insulin pump. The customer did not provide any further information about the hospitalizations. The customer was assisted with the settings and did not return the device for analysis.